Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, a flat crease and brown particles in the fill channel. A leak test was performed and found an opening on the radius side. A microscopic analysis was performed, which identified three punctures in the device. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is: three puncture opening on the device assessed, as surgical damage-like.

Event description:
Healthcare provider called, to report a right side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider called to report a right side deflation. The device remains implanted.